Event description:
It was reported that the device inappropriately gave a leads off alarm. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it alarmed "connect electrodes" when it was connected to a pt simulator. Physio replaced the pt therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.